Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient felt a very intense surge of stimulation while running at a faster pace during a lightning storm. The patient reported that she immediately lowered the amplitude on the patient programmer which dropped the intensity to a comfortable level. Patient is reported to have good stimulation coverage. No further information is available at this time.